Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient returned to the hospital due to ongoing vent filter analysis showing the pump was at end of life. The pump stopped after arriving at the hospital, and the patient was placed on pneumatic support using the ip console and stroke volume limiter (svl). The patient's transplant status was increased to status 4 for one week and the patient was then successfully transplanted.